Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The bolus wizard functioning properly per bolus wizard sample in the user guide. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that his insulin pump was not calculating the bolus amount correctly; he blames some of his highs and lows on the insulin pump. His blood glucose at the time of incident was 344 mg/dl. Troubleshooting was initiated for the bolus wizard issues. The customer stated that his bolus wizard calculated 2.3 units of insulin when he felt it should have calculated close to 8.0 units. The customer's settings were reviewed and the customer's delivery parameters and settings were entered correctly. It was confirmed that the pump did not make the correct calculations based on the information entered. The customer was advised to enter bolus amounts manually until a replacement pump arrives. The insulin pump was returned for analysis and a replacement device was shipped to the customer.